Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device. This report is submitted on april 27, 2017.

Manufacturer narrative:
Per the clinic, it was reported that the patient underwent skin revision surgery to excise skin at abutment site on (B)(6) 2017. The implanted device remains. This report is filed on may 16, 2017. (B)(4).

Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently was treated with topical antibiotics (date not reported). The implanted device remains.